Manufacturer narrative:
The device was returned for analysis, with the implant attached to the pusher. The proximal connector was noted to be broken, with the stainless steel gold plated mandrel and the middle and most proximal connector completely dislodged from the 4" connector. The epoxy was cured and noted to be intact, with no signs of damage. The polyimide sleeve could be seen protruding from inside the broken end of the 4" connector. The gold plating had flaked off on the distal side of the connector by the yellow lead wire solder joint, and also close to the proximal broken end on the 4" connector. The pusher on the distal side was within specification, with the implant perfectly intact and holding onto the pusher via a tensioned monofilament and the distal solder joints intact. There was no evidence of thermal damage on the distal pet covering the heater coil. Based on the available information and evaluation, the reported complaint of a broken coil cannot be confirmed; the implant coil was still attached to the pusher. There was no evidence of damage to the monofilament; however, the proximal connector was noted to be broken. The root cause cannot be determined.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned to the manufacturer. The investigation is currently underway.

Event description:
It was reported that during embolization treatment, the coil unexpectedly detached in the aneurysm site. The coil was left implanted in the aneurysm. No further information regarding the procedure was provided. No intervention was performed. There was no reported patient injury. The current patient's status is reported to be good.